Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank and pump had a constant tone. Battery was changed and issue persisted. Customer's blood glucose was 4.9 mmol/l. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display or blinking display noted during testing. The pump functioned properly.